Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. The 32 devices were received for evaluation; 1 device was not received but a photographic evaluation was performed. The 33 events were confirmed during testing. The 33 devices were found to be affected by missing paint chips. One device was not available for evaluation. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes malfunction events in which the device had missing paint chips. There was no patient involvement; no patient impact.